Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analysis was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was further reported that one coil of the rv lead was capped, and the other coil was explanted. A new rv lead was then implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient received inappropriate shocks and oversensing of noise on the right ventricular (rv) lead was observed. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.